Event description:
It was reported that the patient underwent gynecological procedure on (B)(6) 2007 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent release of previously placed apogee vaginal vault suspension tapes due to recurrent symptomatic rectocele and dyspareunia. It was reported that following insertion the patient experienced pain, urinary/bowel problems, recurrence, dyspareunia, neuromuscular problems and vaginal scarring.

Manufacturer narrative:
Date sent to the FDA: 07/18/2017. It was reported that following insertion the patient experienced interstitial cystitis and intrapelvic adhesions.